Event description:
It was reported that an administration set had a leak coming from the filter described as a ¿small square opening on the filter in the yellow plastic area¿. The device was being used with an infusion pump to deliver total parenteral nutrition. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the unit was received for evaluation. Visual inspection didn't reveal any cracks or damage on the millipore filter or the tubing. The unit was gravity tested and leak tested under water and no leaks were detected. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.